Event description:
On (B)(6) 2011, pt reported all of the buttons on his infusion device are unresponsive. Pt stated, he received an e8 (power interrupt) while attempting to get it to work. Pt stated, he removed and reinserted the battery while the buttons were not responding and that is when the e8 occurred. Pt reported, he has not been able to place the infusion device in stop mode before removing the battery due to the buttons being unresponsive. Pt stated, he changed the battery and again received an e8; buttons were still unresponsive. Pt reported the buttons do depress, but there is no audible sound. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.